Manufacturer narrative:
Initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the generator exhibited error 201 main post failure and error 301 pre-pulse failure. The procedure was cancelled. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure, a farastar generator was used. After successfully ablating the right superior pulmonary vein (rspv), the generator displayed error 301 during the first ablation delivery to the right inferior pulmonary vein (ripv). The catheter was checked and there were not observed anomalies that could explain why the error had occurred. Error 301 occurred every time a subsequent ablation was attempted. The catheter was replaced, but the error still occurred during ablation attempts. The generator was powered off and restarted after ten seconds, but upon completing the self-test error 201 was displayed. The console was powered off again for thirty seconds, but the result was the same upon restarting. The procedure was cancelled due to the errors. No patient complications were reported. The device is not expected to be returned for analysis. This report is being sent due to the cancelled procedure after patient sedation.